Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 10:10am and 10:14am on (B)(6) 2019, as evidenced by information documented by the local applications specialist during a visit to the laboratory on (B)(6) 2019. Specifically, the ethanol concentration in bottle 8 measured by hydrometer was 69.8% and that calculated by the instrument software was 99.9%. These facts indicate that manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately 3 minutes and 51 seconds from 10:10am on (B)(6) 2019, which is sufficient time to replace the reagent. The station properties were reset at 10:14am on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 8 was to be set to the default concentration of 100%. The properties of the reagent bottle in 8 prior to this user action were: ethanol concentration=97.6%, cycle=15, cassettes=832 and days=48. Although a user affirmed in the instrument software that the reagent concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 10:14am on (B)(6) 2019, the measured ethanol concentration of 69.8% on (B)(6) 2019 indicates that a use error occurred during replacement of this reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 8 (ethanol), which contained 70% ethanol per the information provided by the complainant, was used for the final dehydration step of the "pch biopsy" protocol comprising 38 cassettes and started in retort b at 18:01am on (B)(6) 2019. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing as reported by the complainant. Although not reported by the complainant, the quality of tissue processing from the "pch biopsy" protocol comprising 26 cassettes, which started in retort b at 17:58pm on (B)(6) 2019 and completed at 03:30am on (B)(6) 2019, would also have been adversely impacted because the reagent in bottle 8 (ethanol) was also used for the final dehydration step of this protocol. The discrepancy between the measured and calculated ethanol concentration in bottle 5 did not either cause or contribute to the sub-optimal tissue processing reported because the reagent in bottle 5, which had a m with a measured concentration of 98.9% was used for the third dehydration step of the "pch biopsy" protocol started in retort b at 18:01am on (B)(6) 2019, from which sub-optimal tissue processing was reported by the complainant.

Event description:
Leica biosystems received a complaint of "under process tissue". The leica applications specialist (fss) documented the following further information reported by the complainant: "they called tech support to report and when I called a short time later they had identified the issue as being an incorrect bottle change. They reported that a technician had placed 70% ethanol in bottle #8 and set the bottle to default concentration (100%). They stated that they had reprocessed the tissue and it was "cutting fine". They reprocessed by running the tissue through the cleaning cycle on the vip and then running the "stat run" on the other peloris 2." On (B)(6) 2019, a leica applications specialist-core histology (fss) visited the laboratory to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable except for bottles 5 and 8. The measured ethanol concentration in bottles 5 and 8 was 98.9% and 69.8% respectively; and the calculated ethanol concentration was 89.6% and 99.9% respectively. On (B)(6) 2019, the leica applications specialist-core histology received information that all cases involved in this event were diagnosable.